Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm fenestrated bipolar forceps instrument produced no energy when the bipolar cord was plugged in. The customer switched out the bipolar cord for a new one and still had no energy. The customer changed the instrument with a new one with the same bipolar cord and the energy then worked. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and passed the recognition and engagement tests. The instrument was connected to an in-house generator and failed the energy test. The electrical continuity test failed in one of the grips. No damage was noted to the conductor wires. Further evaluation of the instrument found no damage on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that would cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was confirmed that the conductor wire was broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction was within the main tube, near where the main tube meets the lower chassis. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.